Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the pin measuring 5.8 cm was returned for analysis. External insulation abrasion was noted at 4.8-5.0 cm and 5.4-5.8 cm from the pin consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.